Manufacturer narrative:
Performed visual examination without magnification. As described, the only thing returned was the main driver body. The tip was not returned. Performed visual examination with magnification. No wear along the device, at the connection feature, or along laser markings. Sole instance to discuss is the fracture plane itself at the tip of the device. The fracture occurred slightly beyond where the circular shaft begins to taper down into the hexagonal drive feature. Fracture plane is not perpendicular to device axis and is angled slightly. Fracture plane is largely flat with no indication of necking or ductile warping. There is a flat plane with a jagged peak. Additional mdrs associated with this event: 3025141-2021-00090: screw. 3025141-2021-00091: plate.

Event description:
The surgeon was implanting an aculoc 2 plate with a locking screw when the driver tip broke off in the screw head and could not be removed. The tip remains implanted.